Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) initially we reported under h10. Additional manufacturer narrative the following: the bwi product analysis lab received the device for evaluation on 14-dec-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. During an internal review on 16-dec-2021, a correction was noted to the initial report. It should of stated: the product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Therefore, updated the following fields: h3. Reason for non- evaluation from ¿other¿ to ¿device evaluation anticipated, but not yet begun¿. D9. Device available for evaluation? From ¿yes¿ to ¿no¿ should not have populated: d9. Date device returned to manufacturer and d9. Is device returned to manufacturer?

Manufacturer narrative:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the white piece became detached inside the clear portion of the vizigo sheath valve, it was then floating inside the clear hub blocking dilator advancement into the sheath. The sheath was exchanged with another vizigo sheath to continue the case successfully. There was no patient consequence reported. Additional information: the white piece inside the clear hub broke off and was floating inside the hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/ brim cap/hub did not become detached from the sheath. The sheath did not go into the patient¿s body. The investigation was completed on 06-jan-2022. An analysis was performed on the picture that was provided by the customer. According to picture provided by the customer, the hemostatic valve appears dislodged in the hub. The customer complaint was confirmed based on the picture received. A root cause is unable to be assigned based on the current evidence. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 03-jan-2022, it was noted that the bwi product analysis lab received the device for evaluation on 14-dec-2021. Therefore, correction to 3500a follow-up #1. It should state in h10. Additional manufacturer narrative: the bwi product analysis lab received the device for evaluation on 14-dec-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Therefore, updated the following fields: d9. Date device returned to manufacturer. D9. Is device returned to manufacturer?. D9. Device available for evaluation?. H3. Reason for non- evaluation.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-dec-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the white piece became detached inside the clear portion of the vizigo sheath valve, it was then floating inside the clear hub blocking dilator advancement into the sheath. The sheath was exchanged with another vizigo sheath to continue the case successfully. There was no patient consequence reported. Additional information: the white piece inside the clear hub broke off and was floating inside the hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/ brim cap/hub did not become detached from the sheath. The sheath did not go into the patient¿s body. The event was assessed as a MDR reportable hemostatic valve separation issue.